Event description:
The complainant reported the patient was on impella 5.5 support and during support, there were suction alarms and the pump was repositioned. Support continued. Additionally, the patient had septic shock while on support. The cause and treatment of the septic shock is unknown. Furthermore, high purge pressure was noted. Tissue plasma activator was added to the purge. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
Additional information received from the clinical site informing that the patient expired while on support. The following fields were updated to reflect the new outcome. B2 death and date of death. B5 additional information added. D6b explant date. H1 type of report. H6 code 1802 added.

Event description:
Additional information received that the patient expired while on support. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.